Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that patient noticed a return of pain around the week of (B)(6) 2021. Patient denies and falls or trauma. Impedance checked on (B)(6) 2021 in clinic and found electrodes 5,6 ,10 <(>&<)> 11 to be a possible short. He was currently using all four electrodes in his programming. Leads were examined under fluoro on (B)(6) 2021 as well and were unchanged compared to his last x-ray on (B)(6) 2021. Also compared his impedance to his last clinic visit impedance on 8/17/21 which were all within normal limits, so the possi ble short is a new finding that occurred sometime after 8/17/21. Patient was reprogrammed avoiding the 5,6,10 <(>&<)> 11 electrodes. It is unknown if the issue was resolved. Additional information was received and it was reported that the patient is not receiving effective therapy at this time. Running through the dtm algorithm in attempt to resolve. The 5, 6,10, and 11 electrodes were listed as avoid in impedance check.